Manufacturer narrative:
The device intended for use in treatment, was returned for evaluation. A visual inspection listed, case insert, door, and port component damage. A functional evaluation confirmed, that the device failed to generate negative pressure, establishing a relationship between the device and the reported event. The root cause was identified, as a defective motor. It was also confirmed, that the device failed to charge, could not operate on ac or battery power, due to a broken dc inlet port component. A review of the associated batch manufacturing records confirmed, that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern. And are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation the renasys go device was found unable to operate on ac or battery power and could not recharge the battery due to a broken dc-inlet port. Additionally, the device was found unable to generate and control negative pressure due to a defective vacuum motor. No patient was involved.